Event description:
It was reported a patient had a break in aseptic technique described as made a mistake and touch contamination during peritoneal dialysis (pd) therapy which caused peritonitis manifested by not feeling well, abdominal pain and cloudy effluent with fibrin. The patient was hospitalized for 4 days for the event. The patient was treated with fortaz intraperitoneally (ip) (dosage and frequency not reported) and cipro (route, dosage and frequency not reported). The patient was retrained on aseptic technique. 17 days after the patient was discharged from the hospital, the patient recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.